Event description:
A healthcare facility in norway reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit was found to have a crack. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the evaqua2 limb was degraded near the patient end connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water."

Manufacturer narrative:
Ps (B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in norway reported via a fisher & paykel healthcare (f&p) field representative that the expiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit was found to have a crack. There was no patient involvement.